Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, soreness of the eyes, cough, throat cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, soreness of the eyes,cough, throat cancer related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found an unknown dark/dust contaminant was observed inside air inlet of the blower box, on the top enclosure, front enclosure, rear enclosure, and bottom enclosure. The blower box was observed to have a yellowish discoloration to it. An unknown contaminant was observed on the bottom enclosure, rear panel, and the o-ring on the rear panel, blower, blower seal, and blower box. Hair-like particles were observed on the blower box, along with an unknown contaminant. A keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source.